Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. Visual observation confirms that the same side of the fishmouth tip of the anchors is broken. Although it was reported that the first anchor broke when taken out of the box, it cannot be confirmed if this failure occurred out-of-box. It was reported that the second anchor broke during tapping. It is a possibility the tapping was off angle, excessive force was used while tapping, or excessive tension was applied to the suture, causing the screw to break. This failure can be attributed to user technique. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a rotator cuff repair that two of the customers' bioknotless rapide (br) w/panacryl anchors broke. The first anchor broke when taken out of the box. The surgeon then implanted the second anchor and while he was tapping it into the bone hole to secure it, it cracked. Upon removal it was found to have a hairline fracture. This anchor was fully removed. The surgeon completed the procedure with a third like device but a different lot number from the previous devices with no patient consequences or delay. The first two anchors are being returned for evaluation. The office manager did not have the patient age, gender, or further information about the procedure. Please see also medwatch report 1221934-2018-50919.